Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned to manufacturer for evaluation, and a thorough investigation was completed as the lot number has been identified/confirmed in this case. Since the fractured screw has been discarded, no physical, chemical evaluation could be performed, and the root cause of the reported issue could not be ascertained. A review of applicable inspection and manufacturing records of possible device manufacturing dates according to the description of the products used with the concomitant device(s) was conducted. All records revealed that all products lots were manufactured within specifications and distributed in accordance with all operating procedures. A review of the manufacturing and inspection records did not reveal any contributing information/trends.

Event description:
On (B)(6) 2010 it was reported to k2m, inc. That a revision surgery took place in which a pedicle screw was partially removed. The patient reportedly had a fracture of the pedicle screw. The revision took place on (B)(6) 2010.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned to manufacturer for evaluation, and a thorough investigation was completed as the lot number has been identified/confirmed in this case. Since the fractured screw has been discarded, no visual, physical, or chemical evaluation could be performed, and the exact cause of the reported issue could not be ascertained. A review of applicable inspection and manufacturing records of possible device manufacturing dates according to the description of the products used with the concomitant device(s) was conducted. All records revealed that all products lots were manufactured within specifications and distributed in accordance with all operating procedures. A review of the manufacturing and inspection records did not reveal any contributing information/trends. According to the applicable product line risk related documents, k2m has identified that the screw may have failed due to a fall the patient sustained post-operatively. Several other causes which may have been contributed to this issue could be excessive force/trauma, inappropriate activity during recovery, as identified in the IFU. A review of all applicable risk related documents revealed that k2m addresses potential screw fracture concerns raised in this complaint, therefore no additional hazards required. Current severity and frequency values are satisfactory and no changes are deemed necessary. A review of the complaint trends related to this screw and fractures did not reveal any contributing information. Upon assessment of all k2m inc, MDR's, it was discovered that this report was not entered in the maude database and is thereby being re-submitted. Hospital disposed of device.

Event description:
It was reported to k2m inc on (B)(6) 2010 that a revision surgery took place in which 1 pedicle screw was partially removed. The patient reportedly had a fracture of the pedicle screw. Revision surgery took place (B)(6) 2010.